Manufacturer narrative:
Article citation: "xen gel stent internal ostium occlusion: ab-interno revision¿, ferreira, nuno p.; pinto, luis a.; marques-neves, carlos, journal of glaucoma, (2017 april) vol. 26, no. 4, pp. 150-152. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Device labeling addresses the reported events as follows: the patient's iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. The complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis). In order to minimize trauma to the eye and associated complications, it is essential that the gel implant is placed in the proper subconjunctival location.

Event description:
Reviewed the following article "xen gel stent internal ostium occlusion: ab-interno revision." The implantation was ¿complicated by the fact that implant repositioning was needed because of failure at the first attempt." On the first postoperative day, patient presented ¿a mild hyphema, a small blood clot over the internal ostium, and a flat bleb causing a high iop (22mmhg).¿ after 2 weeks of medical treatment, with no clinical improvement, a surgical revision was performed on the left eye. The blood clot that was occluding the internal ostium was removed through ab-interno direct lens visualization. One week after surgery the patient showed "iop control (12mm hg), a patent internal ostium, and an open, diffuse filtering bleb" confirmed by ultrasonic biomicroscopy. After three months ¿the iop is well controlled (13 mm hg) under bimatoprost.¿